Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the interaction with the mildly calcified, mildly tortuous and 90% stenosed anatomy resulted in the preventing the shaft lumens from moving freely; thus resulting in the reported activation/deployment failure. As reported, the handle of the sess was opened to attempt to fully release the stent. The stent was still not able to be fully released. Therefore, sess was removed and another absolute pro sess was used to continue the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the iliac artery with mild calcification and mild tortuosity. The 8x60mm absolute pro self-expanding stent system (sess) was advanced to the target lesion; however, the stent was only partially able to be released. Therefore, the handle of the sess was opened to attempt to fully release the stent. The stent was still not able to be fully released. Therefore, sess was removed and another absolute pro sess was used to continue the procedure. There was no adverse patient sequela. No additional information was provided.